Event description:
It was reported by dealer that the frame is snapped under the weld on both sides of the t4x24rda wheel chair. Broke all the way through under the welds. The dealer has no further information to provide.